Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the patient was not showing. A technical support specialist (tss) confirmed in the cubex application that the patient's name could not be found. Then, the tss found the myqlink (mql) that the patient ID was inactive. The tss confirmed that the pharmacy staff subsequently reactivated the patient in mql to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user stated that the admitted patient details did not appear in the cabinet, and as a result, they were unable to issue ceftriaxone inj 1gm. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.